Event description:
During a premature ventricular contraction procedure, a pericardial effusion occurred in the left ventricle. The examination was performed in the right and left ventricle. Local activation time (lat) mapping was performed in the right and left ventricle and a pace map was performed with the ablation catheter in the left ventricle. The target area in the left ventricle was ablated and there was an increase in heart rate. An ultrasound was performed which revealed a pericardial effusion. A pericardiocentesis was performed to stabilize the patient and was then transferred to the monitoring ward. There were no performance issues with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the pericardial effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.